Manufacturer narrative:
Additional manufacturer narrative - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
(B) (6). It was reported that post a coronary artery drug eluting stenting treatment procedure, the patient experienced stenosis in the vessel. During the index procedure, the target lesion being treated was located in the proximal right coronary artery but details are unknown. In (B) (6) 2009, a coronary angiogram revealed the 27% stenosed lesion located in the proximal right coronary artery was 1.90mm long with a reference vessel diameter of 2.62mm post-index procedure. Timi flow was 3. In (B) (6) 2009, the patient experienced stenosis in the distal right coronary artery (rca). The 75% stenosed target lesion located in the rca was 15mm long with a reference vessel diameter of 3.0mm. A percutaneous coronary intervention was performed with an unknown balloon and a taxus stent. The patient was hospitalized with 0% residual stenosis. The patient had no ischemic symptoms and was discharged 3 days later on bayaspirin and panalidine. 1 year follow-up revealed no anginal symptoms. Patient status listed as "good."